Event description:
Reporter received info that two leads and the implantable cardioverter defibrillator system were oversensing resulting in inappropriate shocks. Pt received shocks while in normal sinus rhythm - egrams show rate of 80 bpm while "r-r's" are showing "vf". Pt also has numerous nonsustained episodes. Physician tried to recreate the oversensing with pocket manipulation, arm movement, and deep breathing. No oversensing was noted.